Event description:
It was reported to philips that exposure was not possible due to the image disk being full. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.